Event description:
It was reported that the adhesive sleeve holding the pump fell off and caused the infusion set to be pulled out. There was no adverse impact to the customer's blood glucose level. The customer changed the adhesive sleeve and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.